Event description:
It was reported to resmed (B)(4) that an astral device will not restart after the technician stopped the device. This malfunction occurred during device set-up at the customer's warehouse. The device was not used on a patient when the fault occurred, therefore, there was no patient involvement. MFR# 3004604967-2015-00244.